Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample with no packaging was provided for evaluation. A leak test was performed on the set returned and it was noted under magnification there was a cut on tubing between pump segment and green freeflow clamp. Based on the visual evaluation of the set the reported defect cannot be confirmed as a manufacturing defect. The most probable root cause of cut tubing is believed to be attributed to mis-loading of the IV set into the space pump. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description during infusion of chemotherapy enhertu, nurse noticed that pump tubing was leaking. No injury reported.